Manufacturer narrative:
Date of explant corrected in verbiage. Explant date corrected.

Event description:
Follow up information identifed the patient underwent surgical intervention on (B)(6) 2017, not (B)(6) 2017 as previously reported. The physician assessed the patient in the ER and took her to surgery the same day. In addition, it was determined by the ER physician there was no infection. The patient is doing fine at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an infection at the ipg site. The patient has been prescribed antibiotics. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted.